Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with previous t9-s1 posterior fusion with synthes uss on (B)(6) 2003. Patient presented to surgeon, and an exam revealed patient had bilateral broken rods between t11-t12 and appeared to have a non-union at this level. Patient returned to the or on (B)(6) 2013. At this time, surgeon removed the uss screws and hardware from all levels t9-t12, and replaced with uss dual opening screws of unknown sizes. Surgeon cut existing rods at approximately the l1-l2 level, placed a parallel connector on both sides, and put in new rods that extended the construct cranially from the parallel connector. The new rods were linked to the existing rods with the parallel connector. This report is for an unknown screw. This is 4 of 14 reports for this event.